Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements of 125 ohms. No adverse patient effects were reported. This rv lead remains in service.